Event description:
It was reported that during the patient's replacement surgery, high impedances, greater than 4,000 ohms, were detected on some contacts when the lead was connected to the first implantable neurostimulator (ins). The patient's physician removed the lead from the ins, wiped, cleaned, and reinserted a couple times with no change in the impedance readings of greater than 4,000 ohms. The manufacturer representative tested the impedance at various amplitudes and pulse widths. The lead was tested with a "j hook" at the tip of the lead, and motor response was detected in the patient; the patient was under light monitored anesthesia care (mac) sedation and was able to feel stimulation at a low level. A second ins was tried and the same issue was observed. The physician decided to implant the second ins (relevant to this report) and the manufacturer representative programmed around the open (high impedance) contacts. The patient felt stimulation at a low level and in the appropriate location. Patient information was not obtained. Complete device information was not obtained. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the "not all contacts on the patient's first device were greater than 4,000 ohms." No cause of the issue was determined. It was noted that the impedance measurements on the implanted device were "similar to the first device." It was noted that the lead with the j hook was tested after the doctor tried removing and reinserting the lead into the first battery several times. It was noted that the explanted device had normal battery depletion. It was thought that the patient was "receiving effective therapy." No patient injury was reported. Additional information was requested, but was not available as of the date of this report. Reference manufacturer's report # 3004209178-2012-07817.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# v309528, implanted: 2012 (B)(6), product type lead.